Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was noted to be in safety mode while still in the box. No adverse patient effects were reported as the device was never implanted.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly evaluated. Visual inspection of the device header and case noted no anomalies. Interrogation confirmed the device was operating in safety mode. A review of device memory showed an oscillator mismatch fault had occurred approximately two weeks before the device was interrogated. Additionally, it was noted that time had been lost on the real time clock. The device case was opened for detailed analysis. Visual inspection and preliminary x-ray evaluation noted no irregularities. The crystal oscillator component was removed for further testing. An x-ray of the component revealed the presence of foreign material inside the crystal. This foreign material caused a short in the crystal oscillator component, resulting in temporary failure of the power supply. When the foreign material was removed, the (B)(4) functioned again and the device was powered up in safety mode. Laboratory analysis confirmed the reported field observation and determined the issue was due to the presence of foreign material within the crystal oscillator component.